Manufacturer narrative:
G4: PMA/510(k) #: k111485, k170636.

Event description:
It was reported that tip detachment occurred. A 180cm x 25cm fathom-16 guidewire was selected for use in an upper gastrointestinal (gi) bleed needing angiogram and possible embolization. During the procedure, the tip of the guidewire broke off. The detached tip was successfully retrieved. There were no patient complications as a result of this event.